Event description:
It was reported that during a procedure to replace the pump due to end of life, they were not able to aspirate the catheter. The catheter was cut at the spinal location, behind the anchor, and they were able to verify cerebrospinal fluid (csf) flow. It was noted, the patient was getting therapy and was not having any issues. The pump system was delivering morphine. It was further reported that the patient had not experienced any symptoms related to this event. The pump segment of the catheter was replaced. The morphine dose prior to the surgery was 8.5mg/ day, and was turned down to 2.4 mg/ day post catheter revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is receiving effective therapy and has no complaints at this time.

Manufacturer narrative:
Product ID: 8709 lot# j10977r29, implanted: 2002 (B)(6), product type catheter product ID: 8596sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8627l18 lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type pump. (B)(4).